Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end-user reports a small area of rash under the skin barrier on her right lower abdomen over the last three (3) months.

Manufacturer narrative:
She has been treating this area with antifungal creams; now using nystop (nystatin) powder and 3m no sting skin barrier prep. She is wearing an ostomy belt occasionally. Her healthcare professional prescribed daily nystop topical powder and advised her to apply daily but she has not done so. Appropriate skin care routine including soaps and crusting technique were reviewed. The end-user was offered a replacement product but declined. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. Note: the actual date of the event is unknown, so the date used was the date convatec became aware.